Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. (B)(6) during unpacking of a 4.00x8mm promus element¿ plus drug-eluting stent, it was noted that a strut of the stent was "not properly attached on the balloon and seemed defective." No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found slight damage to the first proximal strut which was slightly lifted from its crimped position. A snap gauge was used during examination to measure the crimped stent od and is within the specification. The stent protector was also returned and was measured using pin gauge, which is also within the specification. Therefore it can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 4.00x8mm promus element¿ plus drug-eluting stent, it was noted that a strut of the stent was "not properly attached on the balloon and seemed defective". No patient complications were reported and the patient's status was stable.